Manufacturer narrative:
Eval: pneumothorax is a known complication when a lung biopsy is performed during a transbronchial lung biopsy, or CT-guided percutaneous biopsy with complication rates up to approx 27% with the CT guided procedure. Biopsy tools are designed to have sharp edges and their function is to puncture or otherwise penetrate the tissue in order to collect a specimen.

Event description:
It was reported that there was a pneumothorax noticed during a superdimension case on (B)(6)2010. It was later reported by the physician that the pt is currently doing well. It was reported that the pt ended up with a pneumothorax likely after the needle brush or tbbx. The pt had a large lung mass and surrounding emphysema. The physician stated that the superdimension system got the correct diagnosis. And, it was further reported by the physician that the pt needed a larger chest tube and went home (B)(6). There was no allegation that the superdimension (sd) system caused or contributed to the pneumothorax.